Event description:
Patient presented to the emergency department with an infection at the chest incision site, and the ER physician prescribed antibiotics. At a follow-up appointment with the patient's physician, another round of antibiotics was prescribed.